Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the stenosis cannot be determined; however, it is likely to be related to the pre-existing disease processes and may have contributed to the stenosis of the initial sapien valve implant. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4)

Event description:
Approximately 6 years and 2 months post tavr procedure, the patient received a second 23mm sapien 3 valve. As reported, there was progression of shortness of breath with evidence of restenosis with moderate to severe paravalvular leak (pvl). Through the years that patient was monitored. As noted, this was a very sick patient with copd, oxygen dependent and steroid dependent. A five year post procedure echo (tee) noted a mean gradient of 66mmhg across the valve and moderate central aortic regurgitation (cai) and moderate pvl. Prior to the second valve implant the 6 year echo report (tee) noted mild intravalvular leak and severe pvl with a mean gradient of 72mmhg. It was noted that the patient was "reluctant" to return to the hospital but the family was persuasive and a second valve was implanted. Of note, the patient remains in the hospital.